Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were not used to confirm the leak. Estimated blood loss was 300ml. The pt had no adverse effects and no medical intervention was required. The pt completed treatment. Sample has not been returned to MFR for eval.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The reported complaint is not confirmed as the returned samples were not the actual sample that experienced the reported internal leak during treatment. A definitive conclusion could not be reached regarding the reported failure. Testing performed on the returned companion samples did not note any internal leaks. The fiber particulate found in one of the companion samples during visual examination is considered a cosmetic defect and does not affect product function or patient safety. Bubble point testing performed on this companion dialyzer passed. There were no irregularities noted on any of the remaining 23 dialyzers. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.